Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer was not following the proper steps during the load process. Tandem technical support guided the customer through properly changing the cartridge. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.